Event description:
It was reported that episodes were reviewed due to concerns of undersensing during stored ventricular events on this cardiac resynchronization therapy defibrillator (CRT-D). Technical Services (TS) provided reprogramming recommendations for tachyarrhythmia detection. No adverse patient effects were reported. This CRT-D remains in service.